Event description:
Subsequent to the initial medwatch report, additional reported information indicates that a dissection occurred after the balloon rupture.

Manufacturer narrative:
(B)(4). Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. The trek catheter was not returned for analysis which may have aided in the investigation and determination of cause. The patient anatomy was heavily calcified which likely contributed to the reported difficulties. Additionally, it was reported the balloon was not soaked prior to use and the catheter was not prepared prior to use which also may have contributed to the reported difficulties. It should be noted the trek rx instructions for use (IFU) states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Additionally, the IFU states to prepare an inflation device with the recommended contrast medium according to the manufacturers instructions. Evacuate air from the balloon segment using a 20 cc syringe or the inflation device. It is possible that the hydrophilic coating on the balloon was not activated upon exposure to moisture such that as the balloon was inflated, in conjunction with an interaction with the heavily calcified lesion, the balloon material ruptured. Dissections and death are listed in the trek IFU as known adverse events associated with coronary angioplasty procedures and are not necessarily an indication of a product quality deficiency. A conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect prep. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during pre-dilatation of a 90% calcified lesion in the anterior descending artery using a 2.5x15 rx trek dilatation catheter, the balloon ruptured during the first inflation at 12 atmospheres "leading to dissection of the plaque and infiltration." The patient died. The physician did not relate the patient death to the use of the device. Reportedly, the device was not prepped prior to use per the rx trek instructions for use. No additional information has been provided.